Event description:
Patient was found to have an infection and underwent surgery to have a pocket washout and had their generator and part of their lead explanted. Product return and device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Device history record was reviewed for the suspect generator. The device was confirmed to be sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Additional information received from the physician noting that the cause of the infection is unknown.

Event description:
Additional information received noting that the patient underwent surgery to have the vns device re-implanted and the remainder of their previous lead was explanted.